Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: a cut/tear in silicone housing around the siphon guard was noted as well as marks in the siphon guard, and the proximal connector was missing. A metal connector was attached to the valve for investigations. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted at the ruby ball but leaked from the cut/tear in silicone housing. The valve was leak tested and the leaked came from the cut/tear in silicone housing. The valve could not be reflux tested due to the damage silicone housing. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined for the programming problem reported by the customer; as the technician was unable to confirm the programming problem. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issues are not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be programmed and was revised. The valve was implanted to the patient on (B)(6) 2013. Its initial setting was unknown. The patient had a headache and the cerebral ventricle was confirmed to be slit by MRI. The surgeon attempted to change the setting. However it could not be changed. Therefore a revision surgery was performed and the patient condition has been stable.